Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure and the ipg was not set to surgery mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.